Event description:
Gen report received of unspecified number of nudocumented incidents of retrograde flow while backcheck valves were in use. The pts were receiving unspecified hydration solutions on the primary lines and unspecified antibiotids on the secondary lines. Shortly after secondary solutions were started, the nurses noted the secondary solutins were flowing into the primary solution containers. The nurse clamped the primary tubing sets and the antibiotic deliveries were completed. There were no reported adverse pts effects.